Event description:
It was reported that the surgical set provided did not have the correct setscrew compression driving. The surgeon was unable to break off the setscrews using the setscrew compression screwdriver. The reduction extenders were removed, and the procedure was converted to a mini-open procedure to allow for the break-off of the set screws.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.